Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead warning for high impedance out of range in the superior vena cava (svc) coil. The lead was found to have a fracture. The lead was capped and a new lead was attempted to be implanted. The new lead had difficulty passing a stylet but was eventually implanted; however, the lead had failed defibrillation threshold (dft) test at maximum output. The lead was removed from the body and inspected. The physician noted blood in the outer insulation. The lead was removed from implant and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. The analyst noted that the stylet was not returned with the lead. Using a stylet sample to perform the stylet insertion test, the stylet passed through the coil lumen without obstruction. Visual inspection found the lead was returned with damaged insulation and that allowed blood ingress in lead. The drive shaft lug stuck behind the retraction stop was also observed, and this indicated that the helix had been over-retracted, and this is a lead performance failure. If information is provided in the future, a supplemental report will be issued.